Manufacturer narrative:
The devices, used in treatment, were not returned for evaluation and the reported event could not be confirmed. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. Factors and/or potential probable causes that could contribute to the reported event have been identified to including but not limited to over-stressing, overloading, and user error. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported as the surgeon began to tension the cable after following the protocol on how to pass it, the cable began to fray and split. Nothing visually was causing the problem. The cable screw was unlocked.